Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014.device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: on examination, the keypad cover was noted to be torn off at the bottom under the ok button. On investigation, all the keypad buttons were responsive and fully functional. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original keypad complaint, the display screen was noted to be dim, faded and discolored.